Event description:
It was reported that during procedure to remove the rv lead it was noted that the atrial lead showed an insulation break. The lead was removed and replaced. The original lead was returned to sjm for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis showed that there was a break in the insulation 17.9 cm from the connector pin. The device functioned electrically normal.